Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 384 mg/dl (patient's meter) and 173 mg/dl (hospital's meter).

Manufacturer narrative:
Correction: the test strip lot number and expiration date were updated in section d4 as well as the device mfg date in h4. The test strip lot number (477812) was used at the time of the event.